Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and the numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm during bolus. Customer reported that the numbers on the display began to ramp. Customer did not recall any significant events leading up to the error. Blood glucose level was 378 mg/dl at the time of the call. Customer reported treating with a manual injection. No further information was provided.